Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose level was 982 mg/dl. Reportedly, the customer went to the emergency room; details and nature of event were not provided. No additional information was provided.